Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, clamp tubing" alarm. The pump said stopped, but continued to alarm. The settings were reviewed, and the pump was powered off. The clamp was closed and the cassette was removed and gently tapped. The line was massaged to disperse air bubbles in line. Cassette was replaced and the pump was powered back on with no resolution. Troubleshooting methods were repeated also with no resolution. The reservoir volume was 17.7ml, total volume 100ml. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.